Event description:
Literature was reviewed regarding: endosaccular flow disruption with the contour neurovascular system: angiographic and clinical results in a single-center study of 60 unruptured intracranial aneurysms. The time frame of this study was: june 2020 to march 2022.  The following medtronic devices were used: phenom 21  deaths occurred in the study population: no deaths occurred in the study population.  Among patient adverse events included: thromboembolic events: observed in 4 out of 60 aneurysms (6.7%), with no clinical symptoms in three patients and transient morbidity in one (1.7%).  Regressive contrast-induced encephalopathy: responsible for a transient aphasia in one patient (1.7%).  Unusual headaches: five patients (10%) treated for five aneurysms complained of unusual headaches within the first two weeks after the procedure, which completely regressed in a few days.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: 0. Earliest date of publication used for date of eventno unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.